Manufacturer narrative:
This notification was evaluated following receipt and review of all available information related to the reported patient death. Review confirms that there is no allegation or evidence suggesting that the device malfunctioned, failed, or otherwise contributed to the reported outcome. Specifically: no device deficiency (e.g., malfunction, misuse, labeling issue, or performance failure) has been identified, no causal or contributory relationship between the device and the reported death has been established and the available information indicates the death is attributable to factors unrelated to the device. Based on the totality of evidence, this event does not meet the criteria for reportability, as there is no reasonable possibility that the device caused or contributed to the death; therefore, this case has been assessed and determined to be non-reportable. The event will continue to be documented and trended per internal quality system requirements.

Event description:
It was reported that the remstar auto a-flex device was being returned due to the user passing away. There is no allegation of malfunction, or that the device caused or contributed to the death. There were no reports of medical intervention. Additional information is being requested regarding the details of the reported death. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.